Manufacturer narrative:
It was reported there was no spo2 value on displayed on the monitor, showing ¿***¿ to alert the user of the condition. Several requests were sent out by the investigator without a response being sent to provide the necessary information to perform a proper evaluation into the reported issue. With the information needed, a precise root cause could not be determined nor can the malfunction be verified. In addition, there was no draeger service involved as the customer is out of the draeger service contract. Maintenance and repairs on the device are generally handled by a 3rd service provider, or by a hospital technician. Service was offered but the hospital rejected draeger service however, did confirm the issue was due to faulty ibp cuff and there was no malfunction of the monitor itself. H3 other text : device was not returned for evaluation

Event description:
The customer reported that, while preparing for surgery, the sp02 value could not be viewed on the monitor, and that users swapped out the device. The patient had been hospitalized for acute appendicitis on (B)(6) 2023, due to undergo a laparoscopic appendectomy the same day. The patient was being administered a sodium chloride injection as part of the procedure. ECG monitoring was reported to function, but no blood oxygen saturation was displayed, and the users swapped out the monitoring device, reporting a prolonging of administration of anesthesia. No patient injury or death was reported.